Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2020-12-14. H6: investigation summary: a device history record review was performed for provided lot number 2005230 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, one physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, leakage was observed through the plunger rod. Through magnified inspection, damage was observed to the plunger rod lip component. This type of damage can be produced during the handling of the product through the manufacturing process or during the assembly process. Damage to the plunger lip can result in leakage.

Event description:
It was reported that an unspecified number of bd discardit¿ ii 10 ml syringes experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: leakage/ leakage at the plunger of the syringe: liquid/ runs past the plunger, it cannot be guaranteed that the patient receives the correct amount of medication.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd discardit¿ ii 10 ml syringes experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: leakage/ leakage at the plunger of the syringe: liquid/ runs past the plunger, it cannot be guaranteed that the patient receives the correct amount of medication.